Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 31 in the patient's mouth, the implant did not achieve primary stability in type ii bone. The clinician reports insufficient bone quality/quantity. Another implant was not successfully placed in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.